Event description:
It was reported via repair work order that the ibed was not alarming due to a faulty head left side rail switch. It was further reported that the auxilliary power cord sheathing was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: gave customer estimate for repair.